Manufacturer narrative:
Corrected data: the patient's sex was listed incorrectly on the initial report. The patient's weight was obtained via follow-up.

Event description:
Follow-up revealed the patient's ipg was electively explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, an attempt was made to gather the patient's weight and more event information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg was explanted and replaced (with a different model) for an unknown reason.